Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd luer-lok¿ syringe with attached needle the needle pulled out of the hub. This occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter: stated, when removing needle shield, needle and part that holds the needle separated from syringe. 2 syringes affected

Event description:
It was reported while using bd luer-lok¿ syringe with attached needle the needle pulled out of the hub. This occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter: stated, when removing needle shield, needle and part that holds the needle separated from syringe. 2 syringes affected.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.